Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6) 2013, he developed a rash. The patient reported that medical intervention was not required. At the time of the call to dexcom technical support, the patient reported being in fine condition.